Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller was an MRI tech and the reason for the call was to get MRI information. The caller indicated that the patient had the ins explanted based on a note that said: complicated by infection, the stimulator was removed on (B)(6) 2022. Tss reviewed information about MRI. The caller did not have other details about the status of the ins.